Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 35 mg/dl and sensor glucose was 200 mg/dl. The current blood glucose was 84 mg/dl. Customer treated low blood glucose with food. Customer does not wish to troubleshoot for the low blood glucose. Based on customer report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.